Event description:
It was reported that prior to surgery, it was observed that the cord of the motor device had "a tear". There were no delays to a scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. No injuries, medical intervention or prolonged hospitalization were reported. The date of event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. A functional assessment was performed and the device passed all operational specifications. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.